Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned with the batteries removed from the original battery pack and placed in a plastic bag. Visual examination of the batteries found signs of fluid leaked from them. During functional testing with a lab battery pack, the device would not power on. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. The motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6) . G2 country: japan.

Event description:
It was reported that during surgery the battery pack was getting hot. There was no patient impact and there was a delay of 0-15 minutes. An alternative device was utilized to complete the procedure. During product evaluation, it was discovered that the batteries leaked fluid. Due diligence is complete and there is no additional information available.